Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) replaced the executive processor board and calibrated the system. The system now boots up and functions properly. The iabp passed all functional and safety tests per factory specifications and has been cleared for clinical use.

Event description:
During a scheduled preventive maintenance (pm), the getinge field service engineer (fse) discovered that the intra-aortic balloon pump (iabp) failed to boot up and generated a ¿system failure¿ alarm. This iabp is a company-owned rental unit, and the failure occurred at the rental storage site and not at a customer account. There was no patient involved and no death, injury, nor adverse event reported.